Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that right ventricular (rv) lead exhibited high/unstable impedance, multiple oversensing episodes, and noise.  A fracture of the rv lead was suspected.  The lead was explanted and replaced.  No patient complications have been reported as a result of this event.